Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. Troubleshooting was provided. The customer stated there were insulin pump errors before the critical pump error appeared. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm .problem isolated to force sensor.